Event description:
This patient experienced syncopal episodes. As this device was approaching eri indication, the physician chose to replace this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The header of the pacemaker was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated. The implantation duration was documented as 54 years and 6 month. Further investigations revealed that the date of birth and the date of implantation were interchanged. The pacemaker's memory content was analyzed indicating no deviations. The battery status was found to be "eri". The pacemaker was implanted for 55 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the pacemaker was fully functional and the battery status was anticipated. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.